Event description:
It was reported to philips that c-arm movements intermittently stuck. Grinding noise reported on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No permanent fix documented; calibration performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).